Manufacturer narrative:
Device manufacture date is unk. Part not returned.

Event description:
A surgeon reported that he had noticed a difference between the left and the right side of the image of the spine while checking the accuracy of the flouromerge system. This event did not occur during surgery and no pt was present.